Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd micro fine plus¿ 31 g × 5 mm pen injector needle was used and there was a needle stick injury. This injury resulted in an allergic reaction. This was discovered after use. The following information was provided by the initial reporter: customer reported that needle stick injury occurred sometimes when recapping after injection. The affected area has festered. The pharmacist reported that the patient attached the inner shield to the pen needle after use to remove the pen needle from the cartridge. However, only the inner shield was come off and the patient had a needle stick injury with the remaining needle. After that, the patient confirmed that the puncture area on the patient's skin surface was purulent. There was no medical treatment for this event. In addition, according to the patient, that similar events have occurred multiple times.